Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What specifically happened at the 20 hours? What did you need to do at the 20 hours? What is the impact on the patient? What tissue was the 0 silk suture used on? What was the condition of the tissue (healthy, weak, diseased)? How was the suture placed (interrupted or continuous)? Can you describe how much bleeding was noted after 20 hours? What medical intervention was performed for the bleeding? Can you describe how much bleeding was noted after 40 hours? What intervention was performed for the second bleeding? What is the surgeon opinion of the causative factor for the ¿landmark of nasal cavity broken¿? What medical intervention was indicated for the ¿nasal cavity broken and frayed¿? What was the date of the second procedure?

Event description:
It was reported that a patient underwent a tamponade antero-posterior procedure to stop bleeding post adenectomy on (B)(6)2017 and suture was used. After 20 hours the landmark suture of the oral cavity broke. Additional information was requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what specifically happened at the 20 hours? The health operators detected that the oral repere was interrupted. What did you need to do at the 20 hours? It was restored the oral point of reference (repere) with a tampon. What is the impact on the patient? None what tissue was the 0 silk suture used on? It was only a "repere"(point of reference) that was placed into the oral and nasal cavity what was the condition of the tissue (healthy, weak, diseased)? Ni how was the suture placed (interrupted or continuous)? Ni can you describe how much bleeding was noted after 20 hours? No bleeding what medical intervention was performed for the bleeding? Na can you describe how much bleeding was noted after 40 hours? Na what intervention was performed for the second bleeding? Na what is the surgeon opinion of the causative factor for the ¿landmark of nasal cavity broken¿? Abnormal fragility of the suture what medical intervention was indicated for the ¿nasal cavity broken and frayed¿? It was necessary to make a tampon what was the date of the second procedure(B)(6)2017: it was made a tampon. 29/6/17: removal of the tampon